Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer received assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report if the malfunction code appeared again, which was acknowledged and understood.